Manufacturer narrative:
A field service engineer (fse) stated that the customer was able to troubleshoot the leak with assistance over the phone. The customer found a leak from defective tubing through pinch valve pv61. The fluid from the leak had sprayed the peltier module causing it to generate errors but no damage had occurred. The fse assisted the customer with replacing the tubing through pv61 which resolved the leak and the errors. The instrument ran without leaks or errors and all repairs were verified per established service procedure. (B)(6).

Event description:
The customer reported a clear fluid leak of unspecified volume from a coulter lh 750 hematology analyzer while priming the diluent reagent. The leak was not contained within the instrument. The customer stated that peltier module temperature outside limits errors had been generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.